Event description:
It was reported that signal loss over one hour occurred. It was determined that loss of connection was related to the mobile application. On (B)(6) 2023, the pediatric patient experienced signal loss for over an hour. The following day, the patient experienced loss of consciousness and cramping (seizures). When the patient regained consciousness, the mother treated him with juice. And an ambulance was called, and the paramedics took a bg (blood glucose) reading which was 4.8 mmol/l (post-juice-treatment). The patient was taken to the hospital. The patient was monitored at the hospital for bg values and heart rate for 6 to 7 hours. The insulin was stopped from the time of passing out to when they were able to go home from hospital. The patient was discharged the same day. At the time of the report the patient was good. A review of the share logs was performed, and signal loss was found within the investigation window. The data shows that the patient's always sound feature was disabled at the time of the incident, his low alert was set to 4.1 mmol/l, and his signal loss alert was disabled. The urgent low alert is fixed at 3.1 mmol/l. The patient experienced a period of prolonged signal loss from 7:35 am to 11:30 am on (B)(6) 2023. The availability of backfilled data shows that the patient's egvs (estimated glucose value) reached the low alert threshold at 11:10 am and continued to drop. By the time the patient's signal returned at 11:30 am, the patient's egvs had dropped below the urgent low threshold and reached 2.8 mmol/l; the patient received a visual urgent low alert. At 11:35 am, the patient received a second urgent low alert at half volume with an egv of 2.6 mmol/l. At 11:40 am, the patient received a third urgent low alert at full volume with an egv of 2.4 mmol/l; this alert was acknowledged immediately. The patient's egvs crossed back into target range at 12:00 pm with an egv of 5.1 mmol/l. The reported complaint of signal loss was confirmed. The root cause of the reported event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.